Manufacturer narrative:
(B)(4). The customer report of a screen freeze could not be duplicated. The sbc board was placed into a test unit and passed post. The six image splash screen was not observed during post. The issue can be cleared by power cycling the uut ~100 power cycles.this issue is a known issued caused by the processor u700 malfunctioning. The sbc board was inspected and processer u700 (nw266) is used on this board. It was noted that sbc pcba's with u700- part number nw266 were found to have the issue. A software fix has been implemented to resolve the failure. (B)(4).

Event description:
It was reported that prior to use the ht70 ventilator screen froze at the blue image. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider did the forcible shutdown, the condition was not reproduced.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider did the forcible shutdown, the condition was not reproduced.

Event description:
It was reported that prior to use the ht70 ventilator screen froze at the blue image. There was no patient involvement.